Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative regarding an implantable neurostimulator. The patient got a message that said it could not find the device at first and then it said software something and to call medtronic. Caller said now it was zapping the patient a little bit. Agent tried to ask for clarifying on what was zapping them and the pt started yelling at caller to hang the phone up with explicit language; caller disconnected call. Caller called back and received the equipment. Caller was getting stuck at looking for device and mentioned the patient was frustrated. During the call caller reset the controller and cleaned the controller and recharger pins. Caller plugged the recharger and selected implant. Caller got 95/95/97 on passive recharge. Caller was able to get excellent. Controller was at 100% and implant had a triangle. Agent reviewed information.